Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device not working, no power. Pil was unable to directly addressed the symptoms outlined in the complaint. Pil confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath. See ER (B)(4) (v.01) for the procedure used to make this determination. Pil confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure ER (B)(4) (v.01). The issue of degraded sound abatement foam is addressed by CAPA 7211. Mineral spots consistent with water ingress were found within blower box, motor casing, bottom enclosure, and blower box housing. Water ingress has been previously addressed in inv1023. See pqa (B)(4) for photos, logs, investigation, and risk assessment. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.